Event description:
Account reported patient had an incomplete flap in right eye as the central part of the flap was not cut and surgeon had to perform a photorefractive keratectomy procedure.

Manufacturer narrative:
Corrected data: follow up information stated that the left eye was involved in the event, not the right eye. All pertinent information available to abbott medical optics has been provided. Placeholder.

Manufacturer narrative:
Field service specialist visited the account and checked the laser. Nothing was found. System was cutting well. All pertinent information available to abbott medical optics has been submitted. Placeholder.